Manufacturer narrative:
(B)(4). Complaint took place in italy. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
(B)(4). Incident occurred in italy: during the insertion of the introducer, after an initial difficulty due to an obstacle (possibly a calcified yellow ligament?), I was able to insert the entire introducer without difficulty. However, I then encountered an inability to advance the introducer needle. Upon removal of the introducer, I found that it had broken.